Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller called asking to have a rep come out and check the patient¿s ins due to a return of symptoms that started about a month ago but had gotten dramatically worse over the last 7 days. The caller didn¿t provide exact symptoms that had returned but stated they were related to the patient¿s movement disorder. The patient had ended up in the hospital with lots of symptoms and due to the patient living far away they wanted to have the device checked out to make sure there were no device issues or concerns.